Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an in-person follow-up of a patient with a reveal implantable cardiac monitor (icm), an electric reset message was displayed and it was not possible to interrogate the device or access device information. An attempt was made to delete information and continue the process but was unsuccessful. Further attempts to interrogate the device using a programmer were also unsuccessful, with the reset message continuing to appear and no possible access to device information. No further follow-up was planned as the patient had no additional events. No patient complications have been reported as a result of this event.